Manufacturer narrative:
No sample will be returned to the manufacturer. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the prong bar from the CPAP kit became kinked causing back pressure into the circuit which resulted in water from the concha being displaced into the inspiratory side of the circuit. No patient injury or intervention reported.